Manufacturer narrative:
Reference record: (B)(4). Event: additional information.

Event description:
The patient was treated with oral antibiotic tetracycline hydrochloride 1000 mg from on (B)(6) -2019 to on (B)(6) 2019, intravenous antibiotic cefazolin sodium hydrate 6000mg from on (B)(6) 2018 to on (B)(6) 2018, oral antibiotic cefalexin 2000mg from on (B)(6) 2018 to on (B)(6) 2019 and topical antibiotic nadifloxacin from on (B)(6) 2018 to on (B)(6) 2019. The patient had stated that secretion comes from the stoma site. It looked like a little yellowish color, but there is not any particular increase in quantity.

Event description:
Infection at stoma site was observed on (B)(6)2018 and there was redness and bloating around the stoma site. On (B)(6)2019 the infection was resolved by the usage of oral antibiotics and antibiotics for external use.

Manufacturer narrative:
Reference record (B)(4). Event: additional information.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation was not/is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient had pain around the stoma site and was taking an unknown oral antibiotic 4 times per day. No additional information available.